Event description:
The rptr stated that she did a meter to hcp meter comparison test. Her meter result was 84 mg/dl, and the doctor's meter (type unk) had a result of 120 mg/dl. The tests were done within ten minutes. The rptr did not have any symptoms. The lifescan rep reviewed qc and testing techniques with the rptr.